Event description:
The facility reported an infusion pump that shutdown on channel b during patient infusion while in ambulatory transport to another hospital. The pump presented itself with failure code 812:02 on channel b and the batteries had to be disconnected in order to power down the pump. The event was reported to have occurred within 5 minutes of the receiving hospital. According to the hospital paramedic manager, no patient injury occurred and no medical intervention was necessary because the patient was within 5 minutes of the receiving hospital. The patient was receiving dopamine at 15ug/kg/min. The paramedic manager stated that prior to transport the patient had been resuscitated from full cardiac arrest. The paramedic manager stated that no additional information was available.

Manufacturer narrative:
Evaluation summary: an investigation of the pump occurred in 2007, and the reported condition of pump shutdown on channel b and generation of failure code 812:02 on channel b was confirmed. During inspection of the pump an unknown dry fluid was found in the tubing channel. Further inspection on channel b found q1 (component of the pump head module shuttle monitor) burnt and r81 resistor cracked. The cause of the pump shutdown was the q1 component and r81 cracked resistor. Channel b pump head module was complaint no.